Event description:
It was reported by the caller that during the low anterior resection the device was loaded with a green cartridge and during the first firing the staples did not form and a cut was made. Additional information provided by the surgeon to the ees sales rep: it was realized immediately after the firing that the staples did not form. The surgeons were unable to reconnect the anastomosis and a permanent colostomy was performed. The device will not be released from the account at this time, it will be sent out to a 3rd party for evaluation.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The cartridge was taken out of the device and placed back on; the retaining pin was tested for functionality and it worked as intended. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Additional information: was it a new reload or existing? Existing. Was there any difficulty when firing? Initially they could not fire the device, because the pin would not advance all the way. Finally was able to push the pin into place and fired. The device fired with normal force to fire.